Manufacturer narrative:
Additional information was received from the customer and the following sections were updated: event and other relevant history.

Event description:
It was reported that this patient with a 31mm bioprosthetic mitral valve, implanted eight (8) years and five (5) months, underwent a valve-in-valve procedure due to severe mitral regurgitation. The tmvr was performed with a 29mm edwards transcatheter heart valve. Post procedure echocardiogram demonstrated a well-seated valve. There was no significant mitral regurgitation and no pericardial effusion. The patient also subsequently had a perivalvular leak successfully occluded using vascular plug in the mitral position. The patient tolerated the procedure well with no access site complications and was transferred to the ICU with stable vital signs in serious condition. The patient was discharged home on pod #1 in good condition.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted eight (8) years, five (5) months, underwent a valve-in-valve procedure due to mitral regurgitation. The tmvr was performed with an edwards transcatheter valve. No other details were provided.